Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged battery charge lasting less than expected (low battery alarm) and unexpected battery power loss (short battery life) found on (B)(6) 2021. The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current. Successfully downloaded the trace/history files using thump. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Swapped a test pcba 1, motor, and force sensor and the high sleep current still exist. Swapped a test pcba 2 and the high sleep current disappeared. Battery charge lasting less than expected (low battery alarm) and unexpected battery power loss (short battery life) is confirmed, fault isolated to pcba 2. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Battery charge lasting less than expected (low battery alarm) and unexpected battery power loss (short battery life) is confirmed, fault isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's battery was lasting a week. Customer stated they reset the insulin pump but it happened again. The insulin pump had replaced battery alarm. The battery was not replaced after the low battery alert. Customer did receive low battery alert before replace battery alarm. This was the second occurrence of replace battery alert in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.